Event description:
It was reported that the pump software was suspending insulin delivery inappropriately, because the pump bolus button was stuck. The customer's blood glucose was 508 mg/dl. Reportedly, the customer delivered a correction injection to address the high bg. A pump reset was performed to address the event and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.